Event description:
According to the available information, a 16-month-old child was admitted for scaphocephalic craniosynostosis. Due to an error in the use of ppi solution (3 ml instead of the 1.5 ml provided in the catheterization kit), it was impossible to deflate the balloon. Several attempts were made using syringes of different sizes to reduce the volume to 1.5 ml, but without success. Delays in postoperative care (extubation, recovery). The correct position of the balloon in the bladder was confirmed using an ultrasound device. A urologist was called to resolve the issue. The balloon was finally punctured from the inside of the bladder catheter tubing. Risk of injury during the rescue procedure.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.